Manufacturer narrative:
The pump reportedly emitted appropriate warnings and instructions to the user when the loss of prime issue occurred; the alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation for the complaint could not be adequately completed due to moisture damage. The pump was returned with moisture in the display lens. There were no auditory of vibratory features, and the display remained blank. Leak testing revealed a leak at the audio bolus button. The pump cover was removed and there was evidence of internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump has been emitting recurring loss of prime alarms and the patient subsequently experienced blood glucose (bg) over 600mg/dl with no symptoms. A specific date for the reported bg excursion was not provided. The reporter did not specify how the patient treated the bg elevation but there was no mention of medical intervention. The pump was unavailable for troubleshooting at the time of initial contact. Customer technical support made multiple attempts to contact the reporter for troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy related to recurring alarms.